Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no damage noted to the stent during the original procedure. A thorough analysis on the product could not be performed as it was not returned for investigation. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. It is possible that the fractured appearance was related to the stent open cell design and its expansion within the patient anatomy. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records for this lot and a query of the database found there have been no other incidents for stent fracture reported for this lot. A conclusive cause of the reported fracture could not be determined, however, there is no indication to suggest a product deficiency.

Manufacturer narrative:
(B)(4). Although a conclusive cause for the restenosis and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency. Based on the xact instructions for use, re-stenosis and stent fracture are known potential adverse outcomes associated with carotid stents. Correction: manufacturing site.

Event description:
Subsequent to the previously filed report, additional information was received indicating that at the five year x-ray ((B)(6) 2012), the stent fracture grade worsened to a grade 2, multiple single strut, distal stent fracture. At the 5 year visit, carotid dopplers showed increased velocities since (B)(6) 2011, indicating carotid stenosis. There was no reported serious adverse event associated with this stenosis and stent fracture. There was no treatment provided. There was no additional information provided.

Event description:
It was reported via trial that approximately three years after the xact stent was implanted in the left internal carotid artery, x-ray found a distal stent fracture. There were no adverse patient effects resulting from this fracture. There was no reported intervention. Though requested, no additional information provided.